Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the display of the heartstart mrx was white/blank. There was no reported patient impact.